Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. In addition, this entire device system was explanted due to infection and vegetation of the leads. This device was explanted. There is no information regarding a replacement device. No additional adverse patient effects were reported.